Event description:
On (B)(6) 2012 breakage of the monoaxial screw was confirmed. Primary operation of the patient was (B)(6) 2010. The operation was anterior correction and fusion of single rod for scoliosis. On (B)(6) 2012 breakage of the rod was confirmed. The surgeon would like to know whether it is that breakage of the rod originates in breakage of the screw, and he requests device history review. There is still no schedule of revision.

Manufacturer narrative:
Method: manufacturing record review, complaint history analysis and risk assessment. Results: after follow-up, it was confirmed that device won't be available for evaluation as the products are still implanted and the revision surgery was not yet performed. Event description of screw breakage post op was confirmed via the x-rays taken. Manufacturing record review: no discrepancies noted. Complaint history analysis: 137 previous records within similar failure mode. For all of the previous cases, a design issue or a manufacturing deviation were not determined as a cause. Risk assessment: patient is not reporting ill effects and revision surgery is not planned. Conclusion: no definitive conclusion can be drawn in this case due to the lack of information and no product return. The breakage noted in this case is not assumed to be due to a manufacturing issue but likely the result of biomechanical stress on the implants that yielded overtime in fatigue mode. Should any additional relevant information be made available in the future this will be reported as supplemental.